Event description:
It was reported that the pump was being replaced due to eos (end of service), prophylactic removal of pump to avoid in-vivo battery depletion. During the procedure the catheter was found not to work, a catheter tear/ break/ hole was indicated. Patient outcome was noted as recovered without sequela. Drug delivered via the device was lioresal.

Manufacturer narrative:
Catheter, model: 8703w, serial#: (B)(4), implanted: unk; explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).